Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored episodes of under-sensing and inappropriate delivery of anti-tachycardia pacing (atp) with an episode of pacing inhibition. Atrial beats were undersensed, resulting in the detection enhancements determining the ventricle was faster than the atrium. Technical service discussed increasing the rate cut off for the vt zone and other possible programming changes to avoid inappropriate therapy from the device. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the device history record (DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported undersensing, inappropriate anti-tachycardia pacing (atp) and pacing inhibition are attributed to a known inherent risk of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored episodes of under-sensing and inappropriate delivery of anti-tachycardia pacing (atp) with an episode of pacing inhibition. Atrial beats were undersensed, resulting in the detection enhancements determining the ventricle was faster than the atrium. Technical service discussed increasing the rate cut off for the vt zone and other possible programming changes to avoid inappropriate therapy from the device. The device remains implanted and in service. No adverse patient effects were reported.